Event description:
During a transfemoral tavr procedure performed under conscious sedation, the patient experienced a cva. Following the procedure, the patient was verbally responsive with right sided weakness. Medical record review revealed that following bav, the novaflex+ (nf+) delivery system (ds) was advanced easily through the abdominal aorta and the thoracic aorta. The native valve was crossed without any difficulty and the xt valve was positioned under fluoroscopic, angiographic and echocardiogram guidance. Following valve deployment, angio indicated the valve was stable, with excellent seating and very little paravalvular leak (pvl). The ds and expandable sheath (esheath) were removed and hemostasis was achieved. It was noted at that time that the patient¿s mental status had declined dramatically. There were concerns of a possible encroachment on the left main coronary; however, the patient was hemodynamically stable and the artery was angiographically patent. The patient¿s neurologic status was still not very good. No seizure activity was noted. It was then apparent that she had developed a right hemiparalysis. The patient was transferred to the post anesthesia care unit for further monitoring. Neurology at the university of arkansas for medical sciences was consulted and the patient was transferred in stable condition for further evaluation and management. Per the hospital¿s valve clinic coordinator (vcc), micro emboli were confirmed in the frontal lobe. No further intervention was available to the patient and she was transferred back to the hospital. Subsequently, she expired post operative day (pod) 6 from aspiration pneumonia. The perceived cause of the stroke was moderately significant calcification noted in arch and along the base of the aortic valve. The patient was noted to be properly anti-coagulated. The patient¿s native annulus measured 21.7mm by CT (valve area of 371mm2). Moderate to severe native leaflet calcification and moderate aortic root calcification was noted.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, patient factors (advanced age, female gender, moderate-severe native leaflet calcification and moderately significant calcification around the arch and base of the aortic valve) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.